Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was not able to read the display on the insulin pump. Customer's blood glucose level was low of 55 mg/dl. Customer declined to troubleshooting for low blood glucose. Customer reported that there was a gray portion of the insulin pump near the arrow buttons. Buttons were peeled off at the corner and it was wrinkled down to the graph button. Customer mentioned that it looked like it was bubbles near the left arrow. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No missing segments or partial display noted during testing. Device also received with peeling keypad overlay. (B)(4).